Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the large suturecut needle driver instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.